Event description:
The customer contacted beckman coulter, inc. (Bec) to report that while performing scheduled maintenance on their synchron lx I 725 chemistry analyzer, the customer cut his finger on the piercing probe while wiping off the aspirate probe. Patient sample results were not impacted by this event. There was no impact to patient treatment associated with this event. The customer was wearing gloves at the time of the event. The facility has a biohazard control plan in place. A blood sample was drawn from the customer to establish a base line. The customer will be monitored at 3, 6, and 9 months. The customer reported back to work after the event.

Manufacturer narrative:
The analyzer contains labeling instructing the operator to avoid the piercing probe tip and to use caution when cleaning the piercing probe. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.